Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was reported to be making a strange noise from the bottom rear of the iabp unit. The noised was described as a chugging noise of air/gas. It was noted that the iabp unit did not alarm and pumping continued without interruption. The end user stopped the iabp unit and checked all the helium tubing connections and performed an "iab fill." It was observed that this resolved the issue for a short time, but the reported noise issue eventually returned. Subsequently, the end user swapped out the iabp unit to continue therapy without issue. It was noted that the iabp unit never shut down nor generated any alarms. The iabp unit was tagged and sent to the customer's biomedical engineer for evaluation. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm was able to duplicate the issue. A broken muffler was replaced. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA 2249723-2023-00582

Event description:
N/a.